Event description:
During the middle of the surgery, a piece of equipment on the sterile field began to spark. It was the serfas energy 90-s cruise suction probe. This is a cautery wand that is used arthroscopically. It was outside of the patient and laying on the pt's abdomen while in the hands of the pa when it began to definitively spark and emit sounds like cracking. The lot number is 23166ae2. There was no damage to the surgical drape and there was no injury to the patient.